Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va018g0); product type: 0200-lead; implant date (B)(6) 2012; explant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that op notes for procedure on (B)(6) 2023 indicate the doctor tried to pull the entire lead out but they were not able to remove it all the way and got all but one portion of the lead removed. Reviewed lead fragment considerations with regard to MRI eligibility and recommended checking MRI mode and consulting with managing health care provider (hcp) for MRI eligibility form if needed. Caller inquired about MRI compatibility given that patient's records indicate that physician was "unable to fully remove original lead" due to it being frayed. Reviewed considerations around lead fragment MRI labeling. Caller stated they were getting conflicting information after speaking with rep but they didn't know if rep was aware of the abandoned lead.